Manufacturer narrative:
(B)(4). The medwatch form advised that a third party service agent evaluated the device and observed that the output was off by 10-15 joules. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. The cause of the reported issue could not be determined.

Event description:
Physio-control was notified that the customer submitted a voluntary medwatch (medsun) form. (Reference uf/importer report # (B)(4)). The customer reported the following, ¿staff reported that defibrillator charged to 200 joules but did not deliver shock. Another defibrillator used to shock patient." The medwatch form did not indicate an adverse patient outcome.